Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing of noise and low r-wave amplitude measurements. It was reported that this lead was connected to an adapter. There was no reported pacing inhibition or asystole. Technical services (ts) discussed potential programming options. Subsequently, this lead was part of a system explant at the request of the patient due to the previous reported clinical observations. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(6) laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing of noise and low r-wave amplitude measurements. It was reported that this lead was connected to an adapter. There was no reported pacing inhibition or asystole. Technical services (ts) discussed potential programming options. Subsequently, this lead was part of a system explant at the request of the patient due to the previous reported clinical observations. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.